Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.

Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6), was performed from date of manufacture (B)(6) 2019, to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on or off. No patient involvement was reported.